Event description:
Boston scientific cardiac rhythm management received information that the patient with this implantable cardioverter defibrillator has retained an attorney in reference to the advisory issued on this model device. Additional information received indicates that this ICD has been explanted due to the advisory and possible premature battery depletion. To date, there have been no adverse patient effects reported as a result of this observation.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators ((B)(6), 2007) advisory population.